Event description:
A statstrip glucose hospital meter fell from a medical cart and created a chemical problem (battery was emitting smoke). The hospital employee that was moving the cart was not harmed. When the incident occurred, the employee left the room, closed the door to contain smoke and get engineering staff.

Manufacturer narrative:
At this time, the varta battery (used in the meter) seems to be the cause of the incident. A summary of investigation results will be sent to FDA, as additional information becomes available.